Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with the argus ii device on (B)(6) 2017. On (B)(6) 2019, this patient received a direct impact to her implanted eye. The patient was seen by the local ophthalmologist, and was diagnosed with a sclerotomy leak. The intraocular pressure (iop) in the implanted eye was 2mmhg. The patient was prescribed eye drops. On (B)(6) 2019, the patient was seen in the clinic and was diagnosed with a fibrosis in vitreous, a sclerotomy leak, and a retinal detachment. The patient underwent surgical intervention during which the fibrosis was removed, sclerotomy leak was repaired, and silicone oil was injected. On (B)(6) 2019, this patient underwent a second surgical intervention during which the sclerotomy leak was repaired and silicone oil was injected. On (B)(6) 2019, the patient was hospitalized after being diagnosed with conjunctival dehiscence, incomplete sealing of the scleral wound near the cable, and retinal detachment in the implanted eye. On (B)(6) 2019, surgical intervention was performed during which the sclerotomy was sutured shut, and new pericardium graft was placed over the sclerotomy. Oil was removed from anterior chamber. Patient continues to experience low iop and has been diagnosed with proliferative vitreoretinopathy. There was no defect or malfunction of the device associated with this event.